Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date manufacturer was made aware. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7078059, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI): (B)(4). Number/catalog number: sc-1232, serial number: (B)(6), batch/lot number: 547695, model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318, batch/lot number: 29908549, model/catalog description: clik x anchor sterile kit, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that when connecting to implantable pulse generator (ipg), both spinal cord stimulation (scs) leads indicated high impedances. The patient underwent spinal cord stimulator (scs) replacement procedure and was doing well postoperatively.